Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for one pt when using the access 2 immunoassay system. Two samples were tested three times. Two of the three test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. The other retest result was within the normal range. An erroneous high result was reported out of the lab. While there is no report of adverse event or serious injury related to this event, it is unk whether there was a change to pt management.

Manufacturer narrative:
Customer reported on-going issues had been occurring with troponin and tsh (thyroid-stimulating hormone) test results. There was no specific data provided. Accutni quality control (qc) was within established ranges prior to and after the event. A system check was performed and was passing within instrument specs. On (B)(4) 2009, the field service engineer performed a pm (preventative maintenance) on the analyzer. Verified all alignment, voltages, temperatures and mixer speed. Primed the system several times and ran multiple hardware exercisers without any errors. Performed a high sensitivity system check and a routine system check, both passed within instrument specs. Accutni qc was performed and passed within the established ranges set by the customer. All repairs were verified per established procedures and all results met published performance specs. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.